Manufacturer narrative:
Device evaluation: one smiths medical cadd-solis vip ambulatory infusion pump was returned for analysis. Visual inspection showed the pump was in good condition. Functional testing involved delivery accuracy testing and no issues were found with delivery. Further investigation found that the date and time started at (B)(6) 2005. One possible, but unconfirmed cause of the reported issue could be due to the depleted internal real time clock battery. The main board was replaced as a preventive measure. Based on the investigation, the complaint allegation was not confirmed.

Event description:
Information was received indicating that at the end of chemotherapy infusion using a smiths medical cadd solis vip pump, when the patient returned to the hospital, residual volume of chemotherapy remained in the pump. The volume varied from 25ml-40ml. Testing was performed by the biomedical department. There was residual volume of 30-50ml (6-10%) on the pump. There was no injury to the patient or clinician.